Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer experienced a loss of consciousness and was treated with sugar by a healthcare professional. There was no report of death or permanent impairment associated with this event.